Manufacturer narrative:
Insulin pump was received with no button response due to corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to no button response. No moisture damage was found on the keypad assembly. However, moisture damage was found on the battery tube, corrosion was found on the motor, and force sensor during visual inspection. Insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a long crack beginning from the top and along the length of the battery tube. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.